Event description:
The arctic sun 2000 temperature management system was used as a monitor during therapeutic hypothermia in a patient following an out-of-hospital cardiac arrest. The foley temperature probe, which used for monitoring the patient's temperature, was broken. The end connector piece was found to be missing. There did not seem to be any replacement cables available so the cable was used without the connector. The wires were inserted into the artic sun machine, and as a result, the patient's temperature was not accurate. The patient was overcooled to a temp of 29.9 degrees. He became hypotensive but did not have bradycardia or osborne waves. The therapeutic hypothermia was discontinued and the patient was re-warmed.